Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers a pulse below the lower limit) was confirmed. Upon investigation, there was thermal damage on the u15, u16, u17, and u18 components of the defibrillator board and r684, r689, j1002bb, u906, r311, u20, q701, q14, q15 components of the computer/analog board causing fault. Additionally the 5v, 3.3v, 1.8v, -5v components on the computer/analog board were shorted. The root cause for the thermal damage was high voltage deviated to low voltage circuits. There was no adverse event that resulted from the damaged monitor.